Manufacturer narrative:
510(k): k200972 investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "off" position. Not all components were included in the return, only one (1) catheter was returned, the foam is missing from the handle, and the black o-ring normally seated around the lance was not included. The white body of the handle has not cracked. Powder not observed within the returned tray or on the returned components. The red activation knob was engaged in the handle. A round portion of the activation knob had broken from the bottom of the activation knob and was included in the return. No portion of the activation knob appears to be missing. When disengaging the portion of the activation knob remaining in the handle a squeaking noise was noted with some resistance. The co2 cartridge was returned loose in the tray and was fully punctured. A visual examination of the lance showed it remains fixed in the appropriate location within the handle and the lance to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The iqc records were verified for the associated raw material lot for handle: c02 primer which is 100% proof loaded during inspection. The lot passed all testing indicating the component was conforming. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The handle was believed to have been overtightened by the user. The IFU states: "do not over rotate knob as this could damage the device." Additionally, the description of event states: "the device had already been used a couple of times before this incident." The IFU states "this device is designed for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease." These are likely the root cause of this occurrence. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the activation knob was likely overtightened, communication has been sent to the cook sales force in an effort to promote further education and understanding related to appropriate demonstration of this product.

Event description:
During a hands-on product demonstration, a colleague of the area sales representative was demonstrating how to use a cook hemospray endoscopic hemostat. It was reported that when the user tried to tighten the handle on the co2 cartridge it exploded out of the device and across the room. The device had already been used a couple of times before this incident. The activation knob was likely overtightened per sales call conversation. There was no patient contact and no one was injured during the incident.